Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (500 mcg/ml, 50 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. The patient was seen by the hcp recently for a refill and they were unable to access the refill septum so a flipped pump was suspected. Imaging was ordered to confirm the suspected flipped pump. The rep stated that this was the first refill since implant in (B)(6) 2018. No symptoms reported.